Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report the upon deployment of the sensor, the cannula stayed attached to the sensor pod on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. Patient did not report any injury or medical intervention.